Event description:
Currently experiencing hypoglycemia on l72516 : 3500794 as insulet refused to provide replacement & emergency pods (I have none). Sending them would be an admission of guilt (probably called their attorney and advised them not to). However results are repeatable & reproducible in nature on both official eros pdm and 3rd-party pdm using nordic semiconductor technology, (nrf52830, nrf52840, etc). Therefore, I'm still using this pod currently as of writing this email that is duplicating insulin delivery (sequential + randomized), due to manufacturer not replacing, due to admission of guilt or fault. The pod also does not know what state it is in currently, so it¿s still delivering me insulin at 4.3mmol/l, when it should be suspending insulin delivery. Previous hypoglycemia encephalopathy: previous hypoglycemia encephalopathy lasted 36 hours, due to an estimated 33% to 50% of the pods reservoir was delivered sc in 4-6 hours, in addition to the primary problem of insulin duplication. Typically the longest ever taken to recover from any hypoglycemia event has been a few hours, but more so 30-60 minutes. However cognition wise I actually developed full mental retardation, which was scary or at least from what I experienced I couldn't think and everything took 20x longer than what it should take. Also suffered major short + long-term memory loss issues. Notes: current duplication cognition problems (maybe related to current _ previous hypoglycemia encephalopathy) writing email at 6:27pm, with glucose level of 3.3mmol/l, glucose delta 0.00 mmol/l (flat) ->. Noticed that text on my phone is actually tilting, not blurring, making typing incredibly difficult, worse than I have ever experienced, and the typing keeps jumping to other sections of the notes app just from the tilting. Not sure if this is related to or particular to diabetic hypoglycemia encephalopathy, so I raise & document issue for awareness if I ever need to pursue litigation. Pt codes: 1912, 2551, 1958, 1833, 4430. Device codes: 2339, 1311. Ref report: mw5174267.